Event description:
The iab was inserted into the pt on 2/18/98 at 10:15 am and removed on 2/18/98 at 2:30 pm. The iab did not malfunction. The pt had a deep vein thrombosis and removal of the iab was required. (Event complications: deep/vein thrombosis/removal required-reported 2/25/98)(pt's current status: expired-rpt'd 2/25/98).